Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure this right ventricular (rv) lead was an attempt due to placement difficulty, helix mechanical issues and high pacing thresholds. A different rv lead was successfully implanted. No adverse patient effect were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture prolonged procedure. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. After removing the dried body fluid the helix mechanism was fully functional but sticky. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Then testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations regarding high pacing thresholds allegation.

Event description:
It was reported that during the implant procedure this right ventricular (rv) lead was an attempt due to placement difficulty, helix mechanical issues and high pacing thresholds. A different rv lead was successfully implanted. No adverse patient effect were reported.